Event description:
It was reported that a spectrum pump failed downstream occlusion test during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the reported symptom "failed ds occ test" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream current reading out of specification. The force sensor factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.